Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned device identified that the outer lumen was broken at 3.1cm from the catheter tip at the proximal bond area. The inner lumen was stretched at this point for 1cm also. The balloon protector was returned over the balloon. It was removed with slight resistance. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable base on device analysis completed on (B)(4) 2013. It was reported that the balloon protector is difficult to removed and a stretched shaft occurred. The 80% stenosed target lesion is located in the mildly calcified right superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected to treat the target lesion. During preparation, all air was removed from the balloon by drawing the syringe back on its full volume deflating the balloon prior to removal of the balloon protector. After flushing the device, resistance was encountered upon removal of the balloon protector and difficulty removing the cap was noted. Removal was then attempted with force, it was then noted that a stretched shaft occurred. The procedure was completed with a different device. No patient complications were reported and the patients¿ status is good. However, device analysis revealed a broken outer lumen shaft.